Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for unknown reason. The pulse generator was attempted to be interrogated but was unsuccessful. The device was explanted and replaced. No further information was available.